Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with under-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No adverse consequences to the patient were reported.

Manufacturer narrative:
Correction:h6: field should reflect device not returned.